Event description:
It was reported that a vns patient experienced an increase in seizures and was in status. The pt was admitted to the hospital due to the increase in seizures at which time the generator was interrogated and found to be at end of service. The pt's generator was replaced immediately and vns therapy was resumed right after replacement, the pt still remains in status with seizures even though the generator was replaced and settings were adjusted for therapy. F/u with the treating neurologist revealed the increase in seizures was confirmed to be above pre-vns baseline and due to unk reason as there have not been any changes in medication recently and vns diagnostics are within normal limits.